Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the video controller board. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys displayed over exposed images on the monitor. No pt injury was reported.